Event description:
Affiliate reports the disposable perforator failed to disengage while dirlling during a craniotomy. The patient's dura was damaged. The affiliate reports that the dura "might be concrescense".

Manufacturer narrative:
Codman has requested return of the valve for evaluation. A follow-up report will be filed upon receipt of the device and completion of the evaluation.